Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2026, the patient underwent thoracoscopic pulmonary repair under general anesthesia with endotracheal intubation. Prior to the initiation of surgery, left radial artery puncture and catheterization was performed for invasive arterial blood pressure monitoring. During the puncture procedure, the tail of the steel needle of the arterial puncture catheter set fractured, resulting in catheterization failure. The puncture needle was immediately withdrawn, and manual compression was applied to the puncture site for hemostasis with subsequent pressure dressing using gauze pads. A second radial artery puncture and catheterization was then successfully performed on the contralateral wrist." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, the patient underwent thoracoscopic pulmonary repair under general anesthesia with endotr acheal intubation. Prior to the initiation of surgery, left radial artery puncture and catheterization was performed for invasive arterial blood pressure monitoring. During the puncture procedure, the tail of the steel needle of the arterial puncture catheter set fractured, resulting in catheterization failure. The puncture needle was immediately withdrawn, and manual compression was applied to the puncture site for hemostasis with subsequent pressure dressing using gauze pads. A second radial artery puncture and catheterization was then successfully performed on the contralateral wrist." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".